Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The surgeon confirmed the wrong treatment plan was uploaded on the eximer laser. Surgeon acknowledged their team should have reviewed treatment profile uploaded prior to laser treatment. The root cause is that the user has uploaded the wrong treatment profile and did not review it prior to laser treatment. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported the incorrect treatment profile was used on a patient's right eye which resulted in an induced astigmatism. The surgeon plans to observe the patient post operatively until stable. No further surgery has been scheduled. No further information is expected.